Manufacturer narrative:
Infast was implanted approximately 10 years ago.

Event description:
It was reported that the patient had an infast biologic sling implanted about 10 years ago. It was reported that the patient "was experiencing some irritative symptoms and pain." The physician performed a cystoscopy and found a piece of prolene suture from the original infast in the patient's bladder. The physician removed a small piece of prolene suture from her bladder. No other patient complications were reported.